Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue, urinary tract infections, vaginal bleeding, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures including a surgery to trim the mesh from her vaginal apex and from her left vaginal wall in (B)(6) 2011. In (B)(6) 2011, the patient underwent additional surgery to remove up to 90% of the mesh which had become embedded in her rectal wall. She continues to experience gastric problems and vaginal bleeding and will require additional surgery. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy and bso; due to pop and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to mesh erosion. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4) - gastric problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 concurrently with placement of baxter floseal hemostatic matrix. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, dysuria, sexual dysfunction, recurrent prolapse, urgency, frequency, nocturia, and hematuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, sexual dysfunction, recurrent prolapse, urgency, frequency, nocturia, and hematuria.